Manufacturer narrative:
Device analysis report attached. This report is submitted on april 18,2023.

Manufacturer narrative:
This report was submitted on march 16, 2023.

Event description:
Per the clinic, the patient developed an infection at implant site (date not reported). The patient was hospitalised (date not reported) and treated with steroids and antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.